Manufacturer narrative:
The customer's meter was received for investigation and was tested with materlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.1 inr and 2.2 inr, donor hct: 44% and 56%. Testing results: donor 1: master lot / masterlot strip and customer meter 3.2 inr/ 3.1 inr. Donor 2: master lot / masterlot strip and customer meter 2.2 inr/ 2.2 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. No information was provided in the complaint that would point to a cause for the result discrepancy. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The customer's husband stated they received questionable results from coaguchek xs meter serial (B)(4). The initial result at 4:43 pm was > 8.0 inr. The repeat result at 5:12 pm was 2.0 inr. The customer believed the result of 2.0 inr was correct, but reported both results to the doctor. No changes in dosage were made based on the meter results. There was no allegation of an adverse event. The customer had no hematocrit issues, took no other blood thinners, and had no antiphospholipid antibodies. The therapeutic range was 2-3 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 223855-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.